Event description:
It was reported that during a da vinci s surgical procedure, the surgical staff experienced system error code 23008. The system was restarted multiple times, however, system error code 23008 continued to occur. Unable to resolve the issue and prior to contacting isi for technical support assistance, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineering concluded that system error code 23008 experienced by the customer was associated with the left master tool manipulator (mtm), as review of the system log found multiple instances of system error code 23008. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of april 10, 2012 there have been no reported recurrences of the issue at this hospital.